Event description:
New information received indicates that the patient uninstalled and reinstalled the application without disconnecting the bluetooth. This caused the device to go into backup mode. The device was restored and able to pair. The patient was stable.

Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair to the mobile application due to a possible bluetooth malfunction. The device was able to pair on 29 nov 2023. No intervention was reported. There were no patient consequences.